Event description:
It was reported that a user¿s dexcom g7 sensor provided glucose values to the dexcom app and receiver but failed to pair with the ilet, resulting in prolonged high glucose and an alert on the ilet; troubleshooting was performed and a new g7 sensor was applied, after which the ilet began receiving glucose values. Symptoms included feeling tired, with the user otherwise reporting feeling fine. Outcomes included high glucose up to 508 mg/dl for about seven hours without need for outside assistance or medical intervention. Investigation included guided troubleshooting of the ilet-g7 pairing process, confirmation that the dexcom receiver must not be used concurrently with the ilet, and replacement of the sensor. Investigation of this case revealed that the ilet was not receiving cgm data due to pairing failure with the initial g7 sensor while the dexcom app and receiver were connected, and that successful pairing and data flow were restored after applying and pairing a new g7 and discontinuing receiver use. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity issues related to cgm pairing and concurrent receiver use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.